Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer is stating the item does not close completely and it does not grab the sutures. Additional information has been requested but not yet received.